Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging that air seeped into cartridge at plunger as he was filling it. At the time of troubleshooting, the patient confirmed he does not overfill cartridge. The patient reported he successfully removed air out of the cartridge prior to loading and confirmed there were no issues with air bubbles while using the cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: a cartridge from lot # b201682 has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The complaint could not be confirmed or duplicated.